Event description:
It was reported that the customer experienced a past high blood glucose event, with the specific value of the highest level unknown but indicated as "high." Cause was not known. The customer resolved the issue by removing and replacing supplies, although it was unspecified which supplies were addressed. There were no additional requests for assistance or follow-up, as the customer declined further troubleshooting.